Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. As part of all complaint investigations, an attempt was made to evaluate the subject device as well as the device usage. In this case, no sample or image was returned for evaluation. As no detailed event information was provided, an alleged device deficiency could not be determined and the reported event could not be reproduced. Therefore, a definitive root cause for the reported event could not be determined. The IFU supplied with this product sufficiently describes the correct application of the device. Furthermore, the IFU indicates that the bard e-luminexx vascular stent is intended for use in the iliac and femoral arteries. The indications are as follows: residual stenosis with impaired perfusion (pressure gradient) following balloon dilatation, especially in stages iii and IV according to fontaine. Dissection. Detached arteriosclerotic plaque material and luminal obstruction following balloon dilatation. Occlusion after thrombolysis or after aspiration and before dilatation. Restenosis or reocclusion. Although this product is not sold in the u.s., this event is being reported under regulation 21cfr part 803 as it involves a similar device to a PMA approved device sold in the u.s. Under # p080007.

Event description:
It was reported that a patient required an open graft intervention. As reported, the case happened in (B)(6) 2015. It is unknown if the event was caused by a deficiency of the stent. This is the same patient as reported in medwatch report # 9681442-2016-00115.